Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was unknown. Customer stated that the battery was died while sleeping. Customer treated with manual injection. The customer stated they were experienced some symptoms of high blood glucose like nausea and got sick. The insulin pump will not be returned for analysis.